Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the emerge balloon catheter. There was contrast and blood in the inflation lumen and the balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube. Microscopic examination of the balloon revealed an 18mm longitudinal tear in the balloon wall from the proximal to distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-03654, 2134265-2017-03655. It was reported that balloon ruptures occurred. The patient presented with st elevated myocardial infarction, acute pulmonary edema and cardiogenic shock. Vascular access was obtained via the femoral artery. An intra-aortic balloon pump was placed and coronary angiography revealed three-vessel disease. In the right coronary artery there was a chronic lesion in the middle third with severe disease in the distal third. The distal portion of the vessel was accessed with two non-bsc devices and a 2.0 x 12mm emerge balloon was inflated to 12 atmospheres then noted to rupture. A 2.5 x 15mm emerge balloon was used to complete dilatation of the plaque and two drug-eluting stents sizes 2.5 x 48mm and 2.5 x 28mm were implanted. The vessel was left with adequate flow. Continuing the procedure, the 99% stenosed anterior descending artery presented a long lesion in the proximal and middle third. Angioplasty was performed with a 2.5 x 15mm emerge balloon inflated to 14 atmospheres and the balloon ruptured. A 2.5 x 20mm emerge balloon was then selected and inflated to 14 atmospheres and the balloon ruptured. The patient presented non-reflux syndrome and tirofiban was administered. As assessed by the attending health professionals, this was due to the presenting condition of patient and not related to the balloon ruptures. A 3.0 x 48mm drug-eluting stent was implanted obtaining adequate coronary arterial flow and stabilizing the patient.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-03654, 2134265-2017-03655. It was reported that balloon ruptures occurred. The patient presented with st elevated myocardial infarction, acute pulmonary edema and cardiogenic shock. Vascular access was obtained via the femoral artery. An intra-aortic balloon pump was placed and coronary angiography revealed three-vessel disease. In the right coronary artery there was a chronic lesion in the middle third with severe disease in the distal third. The distal portion of the vessel was accessed with two non-bsc devices and a 2.0 x 12mm emerge balloon was inflated to 12 atmospheres then noted to rupture. A 2.5 x 15mm emerge balloon was used to complete dilatation of the plaque and two drug-eluting stents sizes 2.5 x 48mm and 2.5 x 28mm were implanted. The vessel was left with adequate flow. Continuing the procedure, the 99% stenosed anterior descending artery presented a long lesion in the proximal and middle third. Angioplasty was performed with a 2.5 x 15mm emerge balloon inflated to 14 atmospheres and the balloon ruptured. A 2.5 x 20mm emerge balloon was then selected and inflated to 14 atmospheres and the balloon ruptured. The patient presented non-reflux syndrome and tirofiban was administered. As assessed by the attending health professionals, this was due to the presenting condition of patient and not related to the balloon ruptures. A 3.0 x 48mm drug-eluting stent was implanted obtaining adequate coronary arterial flow and stabilizing the patient.